Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 382 mg/dl. The patient reports while filling a pod they had receiving a hazard alarm pod expired. The patient removed the pod from the infusion site. The patient reports they had tried to activate a pod from a box they received in (B)(6) 2023 with an expiration date of december 2023. The patient reports they had been vomiting and had felt dehydrated. Once at the hospital the patient was treated with intravenous fluids. The patient was discharged from the hospital the following day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.